Event description:
It was reported, that during use, the ht70 ventilator's patient circuit became disconnected. The patient coded, needed compressions, and was ventilated via ambu bag until they could be placed on alternate ventilation.

Manufacturer narrative:
Device evaluation: added evaluation information per completion of the investigation. Evaluation codes per completion of the investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
The ht70 plus ventilator was returned to medtronic¿s product analysis laboratory. An investigation was performed and the reported issue could not be duplicated; however, another issue was observed. The ventilator was found to be auto-triggering. The root cause of the auto-triggering was found to be due to the proportional solenoid valve generating an issue with positive end expiratory pressure (peep) control. The proportional solenoid valve was replaced and the ventilator was processed per service instructions. The unit passed all testing and operated within the manufacturing specifications.